Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. A review of the event history log revealed high-pressure alarms. Functional testing was unable to duplicate the reported problem; however, the dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device was sent it for maintenance for 'maintenance 0' when starting the pump. The event occurred during testing, there was no patient involvement.